Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 4 devices were functionally/visually inspected in the field. The devices were repaired and returned to use. Evaluation results findings (components/results). 2 devices: fastener / device migration. 1 device: wheel / mechanical problem identified. 1 device: fastener; wheel / mechanical problem identified. There was no remedial action taken. This device is not labeled for single use.

Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between (B)(6) - (B)(6), 2026. This report summarizes 4 malfunction events(s), where it was reported the devices experienced steer mechanism is difficult to engage/disengage. No adverse consequence or clinically relevant delay in treatment was reported.